Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement issues during the right ventricular (rv) lead implant procedure. The helix would not deploy after repositioning the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.